Event description:
It was reported that during a supply change the user attempted to fill the tubing twice and could not observe drops, and the cartridges were empty upon removal from the ilet; the infusion set was not connected to the body during filling, the user initially drew the insulin syringe to 2 units instead of 1.8 units, and after step-by-step guidance with a new cartridge the tubing filled and the change was completed, indicating a leak associated with the cartridge/reservoir. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash event involving the reservoir component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.